Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: corrected h6 patient code: no code available (3191) from the initial medwatch to capture patient harm joint laxit.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records report patient complaints of persistent left knee pain and instability, with multiple falls. Radiographs show a well-aligned total knee replacement without evidence of implant loosening. Primary attending physician diagnosed her with iliotibial band syndrome, left, with global instability left knee. She is scheduled for revision surgery with the intention to exchange her tibia insert for a thicker polyethylene implant. No product or lot information is currently available. Cement manufacturer is unknown. Doi: (B)(6) 2016. Dor: unknown; (left knee).